Manufacturer narrative:
Evaluation: udnerwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 1/6/97. On 1/8/97 after iabp for about two days, the iab leaked. Blood was noted in the catheter and safety chamber of the console. The pt was taken to the o.r. And the iab was removed. No second was inserted. Event complications: none from the event - rpt'd 1/10/97, 1/31/97. Pt current status: discharged - rpt'd 1/31/97.